Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead exhibited a failure to capture and low pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and low pacing lead impedance were confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the inner and outer coil to be compressed consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. The visual inspection found the inner insulation was damaged at 8.3cm and 14.4cm from the connector pin consistent with procedural damage. The cause of the reported events was due to damaged inner insulation consistent with procedural damage.